Event description:
A consumer reported they didnt think the stimulator was working properly because starting about nine months ago it wasnt helping the patients symptoms as much as it used to. Relevant medical history includes occipital neuralgia and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were now getting good therapy and were able to use the device without any issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.